Event description:
Device malfunction: incomplete foot closure. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician trained in the use of the proglide device attempted arteriotomy closure of the right femoral artery after a diagnostic procedure. Reportedly, the food did not park completely. The device was successfully removed from the patient anatomy. Hemostasis was achieved using manual compression. There were no adverse patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not complete.